Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 30-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for labeling issue. Customer stated the label on the true metrix vial of test strips stated 50ct; manufacturer return search lookup of the lot number showed vial only comes in a 10 or 30 count bottle. Customer advised that the vial/box were sealed and intact and there was no damage to any of the products. Customer advised that vial was sealed and intact but there were only 10 strips in the vial. The test strip lot manufacturer¿s expiration date is 01/25/2026; product storage and open vial date were not provided. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.